Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative inspected the navigation onsite and found the optical localizer was not connected intermittently. The external camera cable was damaged as reported. The external camera cable was replaced and the issue was resolved. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect cable was returned to the manufacturer for evaluation and the issue was confirmed. Functional testing and visual/physical examination was performed. There was a cut observed in the cable jacket which exposed bare wires and conductors. A continuity test revealed an open in pin 10.

Event description:
A medtronic representative reported that outside of a procedure, when putting the navigation system back into storage, the external camera cable was damaged and some internal cabling is exposed. There was no patient present when this issue was identified.